Event description:
The sales representative reported on behalf of the customer that, the consultant orthopaedic surgeon, was performing a total hip replacement using an exeter cemented stem, and while inserting the intramedullary plug into the femur, the surgeon allegedly gave a slight tap and when he removed the introducer the implant was still attached and broken into two, with one part remaining in the canal and the other part still attached to the introducer. The customer further reported that he continued with the operation and inserted a new plug successfully, without any adverse consequences for the procedure or the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
Corrected data: manufacture date, expiration date. An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the component was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
The sales representative reported on behalf of the customer that, the consultant orthopaedic surgeon, was performing a total hip replacement using an exeter cemented stem, and while inserting the intramedullary plug into the femur, the surgeon allegedly gave a slight tap and when he removed the introducer the implant was still attached and broken into two, with one part remaining in the canal and the other part still attached to the introducer. The customer further reported that he continued with the operation and inserted a new plug successfully, without any adverse consequences for the procedure or the patient.